Event description:
It was reported that t:slim x2 pump battery initially would not charge and showed a power source alert. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of company charging cable and wall adapter, followed instructions to leave adapter plugged into working outlet for at least 30 minutes, and pump then began charging with original supplies, so no further assistance was required.